Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code -4627 medical device problem code - 1260 component code - 887 investigation findings code - 3252 the physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: health effect - impact code - 4621 medical device problem code - 2408 device received for this event is being corrected from ank bal post 1,5 strai catalog # 17-3152 to ank c/x impl a11/d3.5/l11 catalog # 31010410.